Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost pressure after being pulled to the arteriotomy. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The type of procedure the mynx control vcd was used in was a percutaneous coronary intervention (pci) and used retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile ¿mynxcontrol vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, button 1 and button 2 were fully depressed. The syringe was connected to the device with the stopcock open. The sealant was not returned, the balloon was found fully retracted, and a non-cordis procedure sheath was locked on to the sheath catch and blood was noted in the procedure sheath. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Per microscopic analysis, visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Failure to follow IFU instructions may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229922 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost pressure after being pulled to the arteriotomy. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The type of procedure the mynx control vcd was used in was a percutaneous coronary intervention (pci) and used retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost pressure after being pulled to the arteriotomy. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The type of procedure the mynx control vcd was used in was a percutaneous coronary intervention (pci) and used retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.